Manufacturer narrative:
Intuitive surgical, inc (isi) received the units involved with this complaint and completed the device evaluations. The cfg and acpd boards were tested and found to be working within specifications. Both units were installed on an in-house system and both functioned without errors. The cfg board passed testing when rotating all instruments with joy stick several times. The system ran 10 power cycles with this board with no errors. The acpd board also came up with no errors all the gantry motors were driven through their full range of motion with no issues. This complaint is being reported due to a da vinci surgical system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a non recoverable error 40078. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer remove all the instruments, rebooted the system twice, however, the system homed with non-recoverable and recoverable faults. At that time, the surgeon made the decision to convert to another da vinci system to complete the surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse replaced the cfg and the axes controller platform dual (acpd) board cards to resolve the issue. The fiber cables were also replaced as a precaution.